Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion and observed 40 mm dark patch edge material inside gel device, cloudy in the gel. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "patient¿s concern with the product" and a "late seroma." Device remains implanted.